Manufacturer narrative:
The reported pump malfunction is confirmed. The cause of the pump malfunction was due to the failure of the outer cam follower bearing as a result of wear that occurred to the internal components. The analysis of the outer follower bearing revealed that the ball bearings wore through the socket walls of the bearing retainers causing the retainers to split in half. The damage sustained to the bearing retainers caused significant outer race play and ball misalignment, which ultimately caused the outer race to contact the adjacent rotor structure, and the internal components to bind within assembly. As a result this contributed to significant rotor drag and high pump power consumption during eject, which ultimately led to intermittent pump operation. The eval of the outer cam follower bearing revealed that the wear to the internal components may have occurred as a result of lubricant loss; however, this could not be clearly determined due to the contaminated condition (fluid/oxidation) of motor compartment upon receipt. The MFR is addressing the bearing wear issue through the preventive and corrective action system. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt had been transferred to a pneumatic drive console, following a power limit advisory alarm. Waveforms were also down loaded and sent to the MFR for analysis. The analysis came back indicating end of pump life. The pt was taken to the or, and had the pump taken out. Pt has been on a recovery protocol and currently has no device implanted.